Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission, 08/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: the pump was returned with visible moisture in the display lens. The alarm history showed evidence of cs 064-0008 on (B)(6) 2015. When performing a rewind, the pump gave cs-078 motor rewind error message. The pump cover was removed and internal damage was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.